Event description:
The customer contacted nephron pharmaceuticals corporation regarding a product complaint on (B)(6) 2013. The customer reported that he felt something in his mouth while using the ez breathe atomizer. He removed the washer from his mouth. The customer was contacted and reported that he did not suffer any harm or require any medication interventions.